Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic pain post hysterectomy and bilateral dyspareunia and mesh was implanted with cystoscopy. It was reported that the patient had concurrent procedures of lysis of adhesions, bilateral salpingo-oophorectomy, and laparoscopic assisted cautery of endometrial implants performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, infection and urinary problems. No additional information was provided. (B)(4) ¿urinary problems. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-23530 and medwatch 2210968-2013-23533. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.